Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified popliteal artery. A 6.0 x 20 mm armada 35 balloon catheter was being inflated when it ruptured under rated burst pressure. The procedure was successfully completed at the time of the rupture. No additional treatment was performed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.